Manufacturer narrative:
The console was evaluated and the ir sensor was found to be non-functional. The ir sensor was replaced and the console passed all operational verification tests.

Event description:
A report was received regarding an issue encountered with the console. The report states that the delivery temperature was consistently displaying the room temperature. This issue occurred during preventive maintenance. The device was not used on a patient.